Event description:
Customer reported an issue with the speaker function of their insulin pump, noting that it was not audible despite settings being correct. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. A correction bolus was administered via the pump. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.